Event description:
Additional information was received stating the patient was hospitalized for 4 days. They were discharged. The device was reprogrammed on (B)(6) 2023. The issue was still ongoing at the last follow-up visit (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a reaction with severe dyskinesias after neurostimulator programming on (B)(6) 2023, akinetic, with freezing of gait. The event resulted in patient or prolonged hospitalization. Interventions included reprogramming the device. The issue was ongoing. Etiology indicated the relationship of the event to the device or therapy is probable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.